Manufacturer narrative:
Investigation: investigation summary: customer returned loose 1/2cc, 8mm syringe. Customer states that the thumb press on the plunger rod came off before injection. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press. Sample will be forwarded to manufacturing (B)(4) on (B)(6) 2017 for further review. As per manufacturing, a review of the device history record was completed for batch# 7163850. All inspections and challenges were performed per the applicable operations qc specifications. There were fifteen notifications that were noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap and broken thumb press) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Manufacturer narrative:
Results - (B)(4) received one (1) loose 0.5ml, 8mm syringe from reported batch# 7163850. All samples were decontaminated per (B)(4) prior to being evaluated. Conclusion - upon evaluation by qe (B)(4), similar findings were noted as those documented as a part of the initial investigation performed in (B)(4). The damage exhibited within this sample is most probably the result of a jaw jam on the form fill & seal (ff&s). During packaging of the syringes on the ff&s, syringes are packaged into polybags which are formed in-line on the equipment. On occassion, a "jaw jam" occurs, which can sometimes include any portion of a syringe or it's components. When this occurs, damage, as is noted to the cap and thumbpress of this syringe, can occur and go un-noted prior to being shipped out to the consumer. The damage is generally of the nature that it renders the device inoperable, as it does with the sample which was returned with this customer complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the thumb press on a bd insulin syringe with the bd ultra-fine¿ needle broke before use. No injury or medical intervention.